Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10106520) was impeded in the microcatheter hub and could not be pushed into the unspecified microcatheter (mc). The doctor tried to retract the stent, the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 18-jun-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was a torquing device used. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo was attached in the complaint file. The photo showed a single detached stent. No damage was perceived; the stent was noted fully expanded; both ends can be noted as completely flared. No other components can be seen in the photo.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 10106520. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the premature detachment can be confirmed based on the detached stent in the photo; however the issue regarding the impeded condition cannot be evaluated since a functional test cannot be performed as only a photo was provided. Additionally, no other components can be seen in the photo. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.